Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the device returned was that of product code 82-3136 and not that of 82-3146 as previously reported by the customer. Examination of the valve determined that biological debris within the device likely caused the difficulty experienced by the customer. This biological debris was dislodged during flow testing of the returned valve. After dislodging, the valve passed the programming and pressure tests. Review of the device history record confirmed the valve met specifications when released to stock. At this time, the complaint is considered to be closed.

Event description:
Affiliate reported that the doctor tried to reprogram the patient to 110mm h2o with the codman vpv and was unable to receive a setting verification. The x-rays taken, confirmed the setting at 30mm h2o. It was also noted that the x-rays were very difficult to read. Doctor tried to reprogram several times, and then decided on revision surgery. Surgeon realizes that there may be a protein build up or biological debris that may have impeded the reprogramming and the mechanical action of the device may have not failed.